Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing delayed healing at the ipg site. A small scab was noted. The patient was prescribe antibiotics and was doing well.